Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the front-actuated grip exhibited the tissue pad was partially detached. The issue occurred during a therapeutic colectomy procedure. The procedure was completed using a back-up device. There were no reports of patient or user harm, injury, or death.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the front-actuated grip exhibited tissue pad was worn out. There were no reports of patient involvement.